Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon the string separated leaving the pledget inside her vaginal cavity. The consumer's friend who is a nurse assisted with removal of the pledget. She experienced some pain with removal which resolved after taking ibuprofen. No serious adverse health effects reported. Since she planned to have a follow-up appointment with medical, multiple attempts have been made to obtain further information regarding this follow-up, however, no further information has been received.